Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient entire system was removed because it did not work as it was not implanted correctly which was initially implanted on the left. See pe 705022120 new ins not working/ explant